Event description:
It reports experiencing seven line blocked alarms, eventually replaced her cassette (not an ICU medical product) and infusion site, which resolved the alarms but required pwd to use an infusion site earlier than planned. Noted that the infusion site still on her body the one associated with the alarms had a cannula tip that appeared "smooshed" upon removal. There was patient involvement/ no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 18-mar-2026 h6. Codes: updated. Device evaluation: received, one (1) used cadd cleo infusion set. The cannula was observed bent. As received, only the cannula and adhesive base were returned, no tubing set. To replicate manufacturing procedure testing, an occlusion test was conducted on the returned sample using a hydrostatic pressure pump. Flow was observed on the returned cannula during the occlusion test. No occlusions or other obstructions observed. Confirmed the customer complaint of line block alarms based on the condition of the returned cannula, probable cause unknown without the return of the suspected bad tubing/buckle set.